Event description:
Procedure: unk. Reportedly, the bag broke off the trocar when the balloon was inserted and inflated. All of the pieces were recovered. There was no patient injury reported.

Manufacturer narrative:
Quality assurance attributed the root cause for the reported condition to an assembly error. There was inadequate adhesive applied between the flange and the tube which allowed the balloon to disengage from the cannula. Our quality team has instituted corrective measures to mitigate this condition.